Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer originally called to request assistance with operating the multiclix device. Upon review by the manufacturer's investigation unit, it was found that the lancet protrudes from the end cap of the device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.